Manufacturer narrative:
(B)(4). Currently, it is unknown if the device may have caused or contributed to the reported event. The post market clinical department has received medical records and is in process of reviewing regarding the reported issue. A supplemental medwatch report will be submitted upon completion of the plant investigation and clinical investigation.

Event description:
Approximately 2 hours into the patient's hemodialysis treatment blood was noted leaking from the patient's arterial blood line where it connects to the catheter. The clinical manager characterizes it as a "slow leak" and alleges the connector portion of the blood line "would not tighten"> the estimated blood loss was 1000ml. The patient was hospitalized overnight for a blood transfusion and discharged home. The sample was discarded.